Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. Following the complaint assessment the tested device was returned to the customer.

Event description:
It was reported that the soft port and the dressing were not compressing after the canister was changed, however the renasys touch indicated "delivering therapy". No injury to patient was reported and there was no delay in treatment.